Manufacturer narrative:
It was reported to intuvie that during preventive maintenance (pm), the device failed the 30 psi occlusion test at 9 psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. A review of the serial lot number history indicated no similar complaints associated with this device. The failure mode was confirmed. The pressure sensor was replaced to resolve the issue. The cause of the issue remains undetermined. CAPA- zm2023-23 has been initiated to investigate the failure. Reference to complaint #(B)(4).

Event description:
It was reported to intuvie that during preventive maintenance (pm), the device failed the 30 psi occlusion test at 9 psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. There was no patient involvement reported.

Manufacturer narrative:
This supplement serves as a correction. The b4: date of this report has been updated to reflect the submission date of february 20, 2025. Reference to complaint #(B)(4).